Manufacturer narrative:
Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part #338962, and serial # (B)(6). ¿ problem statement: customer reported a complaint on the spray of fluid under pressure not contained within instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05nov2020 to 05nov2021. ¿ complaint trend: there are 8 complaints related to the issue of spray fluid not contained within instrument under pressure; date range from 05nov2020 to 05nov2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a dry regulator. The customer had initially reported that they had noticed a fluid leak from the side of the wetcart, on the same side as the drip tray and I/o panel. When the fse (field service engineer) came onsite, they troubleshooted the instrument and found the cause to be a drying regulator (pn 348960/500048151). The fse replaced the part, calibrated the wet cart pressure to 70 psi, and ran distilled water through the system to verify that the leakage had been resolved. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After this repair, the fse completed the work in wo-02177139, tested the instrument, and confirmed that the instrument was functioning as expected. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was not biohazardous (water) and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02189033, case # (B)(4). Install date: 15jan2010 defective part number: 348960 - drying regulator. Work order notes: o subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - fluid from side of wet cart o problem description: fluid from side of wet cart ¿ same side as drip tray and I/o panel. O work performed: dj (B)(4) 2021 - discussed issue with customer - fluid from drip tray. Troubleshooted fault and found issue to be related to drying regulator. Replaced drying regulator (pn: (B)(4) from car stock ts 730). Calibrated wet cart pressure to 70 psi. Started instrument, ran distilled water and powered off to verify that excess fluid not being discharged from drying regulator - all okay - issue resolved. Put to further action. Dj (B)(6) 2021 - completed work on (B)(4) - cs&t passed - completed successfully. Completed service report and emailed to customer. Repair intervention completed successfully. O cause: dj (B)(6) 2021 - drying regulator faulty. O solution: dj (B)(6) 2021 - replaced drying regulator (pn: (B)(6) from car stock ts 730). ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, version a, facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: 5. Regulators. O function: 5.1 regulate sheath air pressure in plenum. O potential failure mode: 5.1.1 regulator failure. O potential effects of failure: 5.1.1.1 sheath flow rate fluctuates. Incorrect results. O potential causes/mechanisms of failure: 5.1.1.1.1 liquid in regulator o current controls: 1. Hydrophobic filter 2. Level sensor in plenum (prevents overflow) 3. Feedback control maintains pressure until regulator is no longer operational 4. Firmware reports out of bound pressure readings and is reported to the host o recommended actions: o responsible party: o target completion date: o actions taken: o sev: 8. O occ: 2. O det: 5. O rpn: 80. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn regulator. ¿ conclusion: based on the investigation results, the root cause of the spray of fluid under pressure was due to a worn regulator. The fse confirmed the issue and replaced the worn regulator. They then adjusted the wet cart pressure and ran distilled water through the system to verify the leakage had gone away. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.

Event description:
It was reported that while running bd facscanto¿ ii liquid under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: fluid from side of wet cart ¿ same side as drip tray and I/o panel. 1. Was the leakage contained in the device? - no. 2. What was leaking? - water. 3. Was there spray of fluid under pressure? - yes. 4. Was it leaking before or after the waste line? - before. 5. Was the fluid mixed with bleach? - no¿.

Event description:
It was reported that while running bd facscanto¿ ii liquid under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: fluid from side of wet cart ¿ same side as drip tray and I/o panel. Was the leakage contained in the device? - no. What was leaking? - water. Was there spray of fluid under pressure? - yes. Was it leaking before or after the waste line? - before. Was the fluid mixed with bleach? - no¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.